Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received that the ventilator was not on a patient at the time of event.

Event description:
It was reported that a e360 ventilator had pressure sensor event after installation. The customer did not provide patient involvement information. Repair will be completed at a non-medtronic location and the product is not in medtronic control. The reported complaint could not be confirmed without the product return.